Event description:
Same case as manufacturer's report # 6000130-2004-00222. It was reported that during a coronary treatment procedure, the iq marker wire 300cm was defective. As the physician was advancing the wire under fluoroscopy, he noticed an area of radiopacity approximately 1-2 mm into the distal tip of the wire. He suspected this area to be a fracture or bubble in the wire. He removed the iq marker wire and replaced it with another iq marker wire from the same box, but experienced the same issue. He removed the second iq marker wire and replaced it with an atw wire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.